Manufacturer narrative:
No more information has been made available on this occurrence. Pioneer surgical has contacted the initial reporter but has not received any more information than what is listed. The devices remain implanted and the surgeon has no plans to remove them.

Event description:
Approximately six months after initial surgery to implant the streamline tl pedicle screw system the patient came in for a regular scheduled follow up. It was discovered that two 6.5 mm pedicle screws at the sacrum had fractured. Patient was not in any pain and the surgeon has chosen not to reoperate to remove the broken screws since the patient is not experiencing any pain as a result.